Manufacturer narrative:
The probable root cause cannot be determined based on the information provided and phone support details. The issue was resolved with a backup endoscope the phone support details did not reveal any issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The staff tried reseating the scope, but the issue persisted. They swapped out the scope with another 30-degree scope, but the problem remained. Technical support instructed them to reboot the system, but the image issue was not resolved. The site decided to use a 0-degree scope, where the image appeared correctly, and proceeded with the case. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that the image from a 30-degree scope was upside down at the start of a case. When the surgeon attempted to press the arrow to flip the image, it did not correct the orientation. The staff tried reseating the scope, but the issue persisted. They swapped out the scope with another 30-degree scope, but the problem remained. Technical support instructed them to reboot the system, but the image issue was not resolved. The site decided to use a 0-degree scope, where the image appeared correctly, and proceeded with the case. Technical support reviewed the logs and did not identify any errors prior to the case. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.